Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the mildly calcified and average tortuous proximal left anterior descending artery. The physician advanced the 1.50x20mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 10atms and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another balloon catheter. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.